Event description:
Caller reported a cgm error 42, which indicated an issue with their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level as nothing abnormal was reported. Customer was guided through a complete pump reset by technical support, after which the cgm error code did not reappear, and the customer successfully initiated a new sensor session.